Manufacturer narrative:
Manufacture¿s investigation conclusion: the modular cable, lot #7057299, was returned for evaluation following the reported event of the patient's system controller modular cable port oozing green liquid. The "oozing green liquid" event inside the driveline connector was confirmed via the system controller analysis. The returned modular cable was functionally tested while connected to the returned system controller hsc-078955, a test pump, a test patient cable, a test power module, and a system monitor. The system operated as intended with no active alarms; manipulating the cable did not affect the pump function. The modular cable passed electrical testing in the condition that it was received without issue. Upon removal of the unremarkable armor and bionate layers, the wires were also found to be unremarkable. The returned modular cable, lot #7057299, functioned as intended during the analysis. The heartmate 3 lvas IFU and patient handbook contain information on caring for the driveline. Section 8 ¿equipment storage and care¿ in the IFU states that a damp cloth can be used to clean exterior surfaces of the external parts of the equipment. Water, with or without a mild dish soap, may be used as a surface cleaner. Section 8 also warns that patients should never submerge the driveline in water or liquid. Section 6 ¿caring for the equipment¿ in the patient handbook also outlines proper driveline maintenance for the patient. The user should check the driveline daily for signs of damage (cuts, holes, tears) and call their hospital contact right away if the driveline is damaged (or might be damaged). The heartmate 3 patient handbook instructs users to regularly inspect their equipment, and to replace any equipment that appears damaged or worn. The heartmate 3 patient handbook section titled "emergency contact list" cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment.' The device history records were reviewed and the records revealed that the heartmate 3 modular cable, lot number 7057299, was manufactured in accordance with manufacturing and qa specifications. The modular cable was shipped to the customer on 30sep2019. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
System controller MFR# 2916596-2022-15158. It was reported that the patient's system controller modular cable port was oozing green liquid. It was also reported that there were some tears in the insulation casing on the white and black battery power cables. No symptoms or alarms were reported, and the patient was stable.